Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include mishandling of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the dunk test was unable to be performed due the damaged probe unit. There are 4 full broken elements on the um image. There is a cut switch on #1 on the camera. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there were external defects of the universal cord/distal end/scope connector/control body. The distal end tip broke off. There was no patient involvement. No additional information was provided.